Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg), however, a specific value was not provided. Reportedly, the customer went to the emergency room in response to bg level, however, no additional information was provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.